Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/14/2025, a sales representative reported via (B)(4) that (2) ar-9530xs-03 trial, humeral insert are broken around the holes. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the device was broken into two, and scratches and damage were around the edges and holes around it. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.